Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer¿s international service technician confirmed the reported alarm led issue found to be caused by a failing power management pcba. The manufacturer¿s international service technician replaced the power management (pm) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The power management (pm) pcba was return for analysis. An investigation was performed and the pins 1 and pin 2 shorting created the error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a "check vent: alarm light emitting diode (led) failed" alarm occurred. There was no patient involvement.